Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 08-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The patient¿s lead broke so the healthcare professional (hcp) is doing a revision/replacement on (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-04. The cause of the broken lead was due to a patient fall. The product was not returned post explant. The patient¿s weight at the time of the event was not available. The rep noted that the patient understands the problem with the old quad 2x4 paddle lead and extensions. The original 2x4 was placed well right of midline and did not provide adequate coverage. The new 5-6-5 MRI paddle lead was placed midline with a new ins. The patient had read about the new inss and requested that the physician replace it as it is smaller and easier to charge. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-15. The patient had an accident in which they may have damaged their old lead and extensions implanted in 2007. All electrodes impedance were out of range. The battery was functioning. However, charging had been a problem due to the battery pocket so a revision was required due to a loose battery containment. The physician and patient requested the new ins version replacement for improved charging effectiveness. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-15. The rep indicated that the leads and extensions were old and the lead was never placed in the ideal midline location to obtain adequate coverage. The impedances were out of spec and the extensions were suspect due to their age. The patient¿s battery appeared to be fine however the physician choose to replace it with a new system since it would be easier for the patient to recharge and smaller to lessen the problem of their battery pocket issues. The patient¿s old pocket appeared to have lost its firmness and the old battery presented movement of the battery. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.